Event description:
A customer reported a malfunction on their pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any malfunction code appears again.